Manufacturer narrative:
Controller, con093304, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The reported event was confirmed via visual inspection of the controller. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to bent pins found on power port 1. The most likely root cause of the reported event can be attributed to a forced connection due to a misalignment between a power source and the power port connector. Heartware has opened an internal investigation to address damaged/bent connector pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was stated by the site from the vad coordinator that they noticed bent pin on "right" port of controller. Patient underwent elective controller exchange. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional information received stated that the controller had a bent pin and it was unknown how it had occurred. It was also stated by the site that the patient tolerated the elective controller exchange well and was stable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.